Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that it was questioned why the longevity of this pacemaker decreased from 4.5 years to 3.5 years remaining. Also, the right ventricular (rv) impedance measurements were low, but not out of range. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was provided which noted that the patient would continued to be monitored. No interventions were planned at that time. No adverse patient effects were reported. The device remains in service.